Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient was hospitalized as of on (B)(6) 2022 for transitioning from subcutaneous medication to intravenous medication. The doctor decided to put the patient back on subcutaneous medication and both pumps had lost programming. Author walked the nurse through reprogramming both pumps, which was done successfully. The nurse did not report the serial numbers of the pumps. The nurse also did not report any clinical injuries or side effects. No additional info, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Additional information received via email from customer on (B)(6) 2022 where it was confirmed that the outcome of event is resolved. No additional information was provided. No patient injury reported.

Manufacturer narrative:
Other text: b5: additional information: medwatch mw5111048 was received and in complaint object. H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer as it does not necessarily indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: model number: 740. G3:report source: other, mw5111048.